Manufacturer narrative:
Submit date: 10/12/2016. An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
On (B)(6) 2016 the customer states the unit will not charge. Upon triage on (B)(6) 2016 the service tech found the unit has burn marks on the power cord's live prong.

Manufacturer narrative:
Submit date: 11/01/2016.a review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; will not charge. During evaluation burn marks were found on the power cord's live prong. Therefore, this report will be based on information provided by the technical center. The scd express was evaluated and the customer reported issue was confirmed; the tip of the ground prong was bent, hot/line prong was damaged, and the neutral prong contains burn mark. A working cord was connected the device and the system did not cause the cord to over heat or become damaged. The cause of the cord overheating could be due to the ground prong being damaged. The power cord is to be replaced to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed. Scd express was manufactured in 2008. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.